Manufacturer narrative:
Mml reference #: (B)(4).

Event description:
It was reported that the patient was not getting stimulation on the left side. The patient reported lifting heavy equipment, which may have caused the lead to malfunction. The clinical specialist reprogrammed the patient to unilateral stimulation until revision surgery. The revision surgery was performed on (B)(6), 2022, to remove and replace the left stimulation lead. The revision surgery was successful, with no report of patient harm or injury.

Manufacturer narrative:
Mml reference #: (B)(4). (B)(6) 2023: the lead assembly was returned and evaluated. Visual inspection observed all wires of the coil were fractured. The reported no stimulation on the left side was confirmed. Section b2 corrected. H6 was updated. Patient information not available.

Event description:
It was reported that the patient was not getting stimulation on the left side. The patient reported lifting heavy equipment, which may have caused the lead to malfunction. The clinical specialist reprogrammed the patient to unilateral stimulation until revision surgery. The revision surgery was performed on (B)(6) 2022, to remove and replace the left stimulation lead. The revision surgery was successful, with no report of patient harm or injury.